Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that insulin pump received insulin flow block alarm even after changing her infusion set and reservoir 3 times. The customer¿s blood glucose level was 350 mg/dl. Customer was wishes to continue troubleshooting. Customer stated the tubing was not bent or kinked. Customer stated that they had tried to all remedies. The insulin pump will not be returned for analysis.